Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed that the stylet wire is contained in the tubing and the shape of the tubing has been altered using the stylet wire. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that cuff could not be deflated although the inspection was carefully performed prior to use.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a supplemental report will be submitted.

Event description:
Medtronic received a report where it was alleged that cuff could not be deflated although the inspection was carefully performed prior to use.